Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was seen in clinic during routine follow-up. T wave oversensing was observed on a non-sustained rv oversensing egm. Programming changes were made to post paced threshold start and max sensitivity before recommendations to avoid t-wave oversensing were given. The patient was doing fine. Appropriate recommendations were provided and are planned for patient's next follow-up in one year.